Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was getting post-op x-ray and tech extended patients leg which caused a dislocation of left hip. Patient was brought back to o.r. For open reduction with exchange of ceramic femoral head.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was getting post-op x-ray and tech extended patients leg which caused a dislocation of left hip. Patient was brought back to or for open reduction with exchange of ceramic femoral head.